Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a cadd-legacy® plus pump alarmed "no message" after attaching a new cassette. It then turned into a "no disposable, clamp tubing" alarm. The user inspected the disposable and confirmed there were no twists or kinks located on the pressure plate. The situation was not remedied. No injury was reported.